Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding), neuropathy peripheral ('neurological conditions or problems type: neuropathy in legs') and gastric ulcer ('gastrointestinal or digestive system condition type: stomach ulcers') in an adult female patient who had essure (batch no. 626623) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included kidney tumor, anemia, uterine bleeding, myalgia, peripheral edema, vaginal discharge and libido decreased. Previously administered products included for an unreported indication: birth control pills. Concomitant products included alprazolam (xanax), gabapentin, omeprazole, sertraline hydrochloride (zoloft), tramadol and zolpidem tartrate (ambien). On (B)(6) 2008, the patient had essure inserted. In (B)(6) of 2008, the patient experienced vaginal discharge ("vaginal discharge"). In 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2011, the patient experienced iron deficiency anaemia ("anemia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain") and female sexual dysfunction ("apareunia (inability to have sexual intercourse). In 2012, the patient experienced fatigue ("fatigue"), nausea ("nausea"), mood swings ("hormonal changes describe: mood swings"), hot flush ("hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal), cystitis ("bladder infections"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infections"), depression ("psych injury / depression") and anxiety ("psychological or psychiatric problems, condition: anxiety"). In 2013, the patient experienced neuropathy peripheral (seriousness criterion medically significant), fibromyalgia ("pain fibromyalgia"), gastric ulcer (seriousness criterion medically significant) and gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: acid reflux"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), metrorrhagia ("metrorrhagia (bleeding b/w periods) and pollakiuria ("bladder or urinary problems or changes frequent urination"). The patient was treated with surgery (endometrial ablation, novasure). Essure treatment was not changed. At the time of the report, the menorrhagia, iron deficiency anaemia, dysmenorrhoea, metrorrhagia, dyspareunia, back pain, pollakiuria, fatigue, nausea, mood swings, hot flush, vaginal haemorrhage, cystitis, urinary tract infection, female sexual dysfunction, depression, anxiety, neuropathy peripheral, fibromyalgia, vaginal discharge, gastric ulcer and gastrooesophageal reflux disease outcome was unknown. The reporter considered anxiety, back pain, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, gastric ulcer, gastrooesophageal reflux disease, hot flush, iron deficiency anaemia, menorrhagia, metrorrhagia, mood swings, nausea, neuropathy peripheral, pollakiuria, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for the following events dysmennorhea (cramping),dyspareunia (painful sexual intercourse) ,back pain, psych injury, bladder problems and urinary problems. Right - 7-8 coils, left- 2-3 coils . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)'), neuropathy peripheral ('neurological conditions or problems type: neuropathy in legs') and gastric ulcer ('gastrointestinal or digestive system condition type: stomach ulcers') in an adult female patient who had essure (batch no. 626623) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included kidney tumor, anemia, uterine bleeding, myalgia, peripheral edema, vaginal discharge and libido decreased. Previously administered products included for an unreported indication: birth control pills. Concomitant products included alprazolam (xanax), gabapentin, omeprazole, sertraline hydrochloride (zoloft), tramadol and zolpidem tartrate (ambien). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced vaginal discharge ("vaginal discharge"). In 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2011, the patient experienced iron deficiency anaemia ("anemia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In 2012, the patient experienced fatigue ("fatigue"), nausea ("nausea"), mood swings ("hormonal changes describe: mood swings"), hot flush ("hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("bladder infections"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infections"), depression ("psych injury / depression") and anxiety ("psychological or psychiatric problems, condition: anxiety"). In 2013, the patient experienced neuropathy peripheral (seriousness criterion medically significant), fibromyalgia ("pain fibromyalgia"), gastric ulcer (seriousness criterion medically significant) and gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: acid reflux"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), metrorrhagia ("metrorrhagia (bleeding b/w periods)") and pollakiuria ("bladder or urinary problems or changes frequent urination"). The patient was treated with surgery (endometrial ablation, novasure). Essure treatment was not changed. At the time of the report, the menorrhagia, iron deficiency anaemia, dysmenorrhoea, metrorrhagia, dyspareunia, back pain, pollakiuria, fatigue, nausea, mood swings, hot flush, vaginal haemorrhage, cystitis, urinary tract infection, female sexual dysfunction, depression, anxiety, neuropathy peripheral, fibromyalgia, vaginal discharge, gastric ulcer and gastrooesophageal reflux disease outcome was unknown. The reporter considered anxiety, back pain, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, gastric ulcer, gastrooesophageal reflux disease, hot flush, iron deficiency anaemia, menorrhagia, metrorrhagia, mood swings, nausea, neuropathy peripheral, pollakiuria, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for the following events dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), back pain, psych injury, bladder problems and urinary problems. Right - 7-8 coils, left- 2-3 coils. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-mar-2020: medical record received : case category updated to incident, reporter, medical history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.